Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h6 reported event was confirmed via medical records reviewed by a health care professional. The liner was not returned and was not included in the provided picture. Part and lot identification are necessary for review of device history records; neither were provided for the liner. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.

Manufacturer narrative:
(B)(4). Concomitant products: 00801803602- femoral head sterile product do not resterilize 12/14 taper- 62618312; 00784801400- modular neck x 12/14 neck taper use with +0 heads only- 61963134; 00771300700- modular femoral stem press-fit plasma sprayed cementless size 7.5- 62652926. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2021 - 00435, 0001822565 - 2021 - 03495. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device location is unknown.

Event description:
It was reported patient underwent a left hip revision approximately 7 years post implantation due to pain, metallosis, and pseudotumor secondary to poly liner wear. During the revision, an extended trochanteric osteotomy was performed to remove the stem which was secured with cerclage wires. A new head, liner, and stem were placed without complication. Attempts have been made and additional information on the reported event is unavailable at this time.